Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of sleeve detached. Block h10: the returned sensor wire was analyzed, and upon magnification it was observed that the ptfe peeled at the middle section and the sleeve was detached. No other problems with the device were noted. The reported event was confirmed. With all the available information, boston scientific concludes that the reported event was confirmed. It is possible that the ptfe peeled because of an excess of force applied during the manipulation of the device during the procedure or the insertion. Also, the peeling of the ptfe could have been caused by the interaction of the guidewire with the scope or the usage of a metal needle or cannula. Additionally, the mentioned excess of force could also have contributed to the reported sleeve detachment. Based on the information available and analysis results, a conclusion code of adverse event related to procedure has been assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a transurethral lithotomy procedure in the ureter performed on (B)(6) 2023. During the procedure, when the rigid endoscope was removed from the patient, the light blue jacket near the handle of the guidewire was separated. The procedure was successfully completed with original sensor wire device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of sleeve detached.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a transurethral lithotomy procedure in the ureter performed on (B)(6), 2023. During the procedure, when the rigid endoscope was removed from the patient, the light blue jacket near the handle of the guidewire was separated. The procedure was successfully completed with original sensor wire device. There were no patient complications reported as a result of this event.